Event description:
It was reported that patient presented in clinic for generator change. During procedure, it was noted that the right ventricular (rv) lead failed to capture. The lead was capped and replaced successfully on (B)(6) 2024. Patient was stable.